Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed ¿cartridge removed¿. They said there was cracked threads on the cartridge housing. Pump replaced. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
After review, this record was voided since this was initiated under incorrect customer number. Re-registration of correct customer number was documented under mrn# 3012307300-2024-13894-00.